Manufacturer narrative:
.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Pending repair details and patient information.

Event description:
The customer reported that the ventilator shut down while in use on patient. The customer reported that the unit was in use on patient, there was no patient harm.